Event description:
It was reported that a melolin sterile 20x10cm ctn 100 package, can not be opened aseptically, because the sterile part is not sufficiently integral and strong and tears when opened. No case involved.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that a melolin sterile 20x10cm ctn 100 package, can not be opened aseptically. No case involved.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection reported no issues, functional assessment confirmed they were difficult to open. The root cause was identified as a glue firmness and storage environment issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.